Event description:
It was reported that the right atrial lead had an apparent conductor fracture and was not able to get good sensing. It was also reported that the lead kept dislodging which may be possibly due to scarring from a previous surgery. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.